Event description:
A non healthcare professional reported that during an intraocular lens (iol) implantation procedure, the trailing haptic was folded wrongly. The surgeon implanted the lens with a straight trailing haptic as the nurses did not check. The lens was stuck in the nozzle but the surgeon managed to complete the surgery. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).